Event description:
It was reported that the customer received no delivery alarms twice a week even when disconnected from the site. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed functional tests. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.